Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the "repair bridger" was defective and therapy was deactivated. There was no report of patient or user impact. A philips authorized service provider (asp) worked onsite and sap indicates that a therapy capacitor order was associated with this case. Multiple attempts were made to request information regarding the evaluation and resolution of the reported problem. No response was received, and no additional information was made available. The asp worked onsite, however, we are unable to confirm any repairs or the final disposition of the device because the asp did not respond to requests for additional information. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the repair bridger is defective. There was no reported patient impact or injury.